Manufacturer narrative:
Product event summary: the 4fc12 sheath with lot 0010925125 was returned and analyzed. Visual inspection of the handle area was performed. The inspection identified that the stopcock was detached from the side port tube; the stopcock was not returned. Insertion of dilator into the sheath was performed. It was not possible to lock the dilator luer into the sheath. Further inspection under a microscope identified dilator luer damage. In conclusion, the sheath failed the returned product inspection due to a detached stopcock from the sheath. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the sheath subsequently tested out of specification per the manufacturers investigation.